Event description:
It was reported that post study procedure, the patient experienced intraprocedural thrombus as mild platelet aggregation was noted outside the coil mass. Based on the findings, a bolus infusion of integrilin over 10 minutes was ordered into left ica (internal carotid artery). Follow up imaging was performed, and no filling defect was seen to suggest platelet aggregation. The adverse event was resolved, without sequelae and the patient was neurologically stable at discharge. From a medical opinion perspective, the adverse event (intraprocedural thrombus) was possibly related to the subject coil device, and causally related to the index procedure.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the additional information received, there were no difficulties encountered during the procedure and the physician indicated that the target coil performed as intended. An assignable cause of anticipated procedural complication will be assigned to this complaint investigation. A product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
H3 other text : the subject device was implanted.

Event description:
It was reported that post study procedure, the patient experienced intraprocedural thrombus as mild platelet aggregation was noted outside the coil mass. Based on the findings, a bolus infusion of integrilin over 10 minutes was ordered into left ica (internal carotid artery). Follow up imaging was performed, and no filling defect was seen to suggest platelet aggregation. The adverse event was resolved, without sequelae and the patient was neurologically stable at discharge. From a medical opinion perspective, the adverse event (intraprocedural thrombus) was possibly related to the subject coil device, and causally related to the index procedure.